Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has crack. Customer's blood glucose value was unknown at the time of the incident. No further information available. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Customer will return device for analysis.